Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that there was a cut through of a trochanteric fixation nail helical blade into the acetabulum. This occurred after the initial operation and mobilization. The patient needed a reoperation; a prosthesis was implanted after removal of original hardware. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.